Manufacturer narrative:
Response to h3: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving false negative results for his wife, himself and their daughter when using the cue covid-19 test for home and over the counter (otc) test. This report is to document the false negative result obtained for the customer. Customer received a false negative result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). A cue covid-19 test performed on (B)(6) 2024 provided a positive result. Customer tested positive on (B)(6) 2024 (36 hours after false negative result) with a sars-cov-2 pcr test at their doctors office. Customer states wife was exposed on (B)(6) 2024. Cartridges were stored within the validated temperature range. Although requested, customer did not provide information whether they had symptoms, just stated they had covid-19 at the time of the false negative test.